Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration is a cascading event of the damage from another device. The reported damage from another device is related to procedural conditions (interaction during grasping maneuvers). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr). Two xtw triclips were implanted successfully in the anterior septal commissure. A third xtw triclip implanted posterior/septal. A fourth triclip xtw was then attempted to further reduce tr in posterior commissure. During grasping attempts, contact was made with the third implanted triclip causing it to migrate on the septal leaflet resulting in a tr increase. The fourth triclip was then implanted successfully. The procedure ended with tr reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional triclip referenced in b5 will be filed under a separate medwatch report number.